Event description:
The customer reported that on (B)(6) 2011 the coulter lh 750 hematology analyzer instrument did not generate a blast flag for a patient specimen obtained from a known oncology patient with acute lymphocytic leukemia. The instrument did, however, generate an imm ne 1 suspect message. The erroneous results were reported outside the laboratory however were questioned by the physician as they did not align with the patient's clinical picture. The physician requested the execution of a manual smear. The manual smear results revealed over 50% lymphoblasts. Another patient sample was drawn the following day. Repeat results on the same instrument generated instrument ly blasts and imm ne1 messages. There was no death, injury, or change to patient treatment associated with this event. Quality controls executed twelve hours prior to the event and two hours after the event generated results within established specifications. The instrument's flagging sensitivity settings at the time of the event were set at 2222, where the blasts, variant lymph, imm ne1, imm ne 2, were all set at mid level. The sample was stored at room temperature, and processed within one hour of specimen collection.

Manufacturer narrative:
Analysis of customer provided data indicated that the patient sample exhibited abnormal lymphocyte populations on the histograms. Because of the abnormal patterns, the algorithm set blast flags at all sensitivity levels for the second run (B)(4). However, for the first run (B)(4), it set a blast flag only at the highest sensitivity. The instrument did, however, generate an imm ne 1 suspect message to alert the operator to further review the differential results. Beckman coulter inc. Recommends that the highest sensitivity setting for blast flagging be used. Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed flow cell adjustment, laser alignment, and replaced/repaired values. Vcs optimization was verified.